Event description:
The device was returned to the manufacturer with no info. The device tracking system indicated the pt had expired.

Manufacturer narrative:
Final device analysis revealed a non-standard non-conformance. The pump ran dry for a long duration. According to the initial printout, it was allowed to run for more than four years before being returned for analysis. X-ray verified no roller arm movement.